Manufacturer narrative:
No injuries or procedural delays or cancellations were reported. The procedure was completed successfully. A steris service technician arrived at the facility, inspected the lighting system and found the p5 and p6 connectors had overheated, melting the plastic around some of the connector pins and causing the lights to go out. The technician replaced the p5 and p6 connectors, contact sockets and control circuit breaker. The lighting system was then tested, confirmed to be operating according to specification and was returned to service. Overheating of the p5 and p6 connectors, as seen in this event, can occur if the pins and sockets from the connectors have backed out of their proper housing position. The sq240 maintenance manual, table 5-1 states, "6.2 check fuseholders and p5/p6 connectors for signs of arcing/deterioration. Verify that the correct type and size of fuses are being used." This maintenance should be performed at each inspection of the lighting system. The sq240 lighting system subject of the event was installed on july 5, 1994 and is not under steris service contract. The facility is responsible for ensuring the lighting system is properly maintained and receives the recommended preventive maintenance as outlined in the maintenance manual. No further issues have been reported.

Event description:
The user facility reported that during a patient procedure two of the three surgical lights being utilized turned off.